Event description:
It was reported that during a left upper lobectomy procedure, the stapler was fired on the lung two times correctly. After these two firings, the device was not on tissue and they were unable to open the jaws. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.